Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2002 and removed/replaced on (B)(6) 2021 due to a tubing break at the pump.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on both cylinder exhaust tubes. These were not sites of leakage. No functional abnormalities were noted with either cylinder. A group of separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir near the detachment end and strain relief end. These were both sites of leakage. The information received indicated a tubing break at the pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations were not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, tubing break at pump. Device was explanted and replaced. No other adverse patient effects were reported.